Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with abdominal pain; however, there were no signs of rupture. Aneurysm and vessel morphology were not reported but the neck was very short and severe angulation was noted. During the index procedure and after the main body was deployed, the physician stated that during the contralateral limb deployment, the limb lurched forward and landed inadvertently approximately 2.5 cm above the flow divider marker due to the tortuosity of the aorta. In addition, a proximal type I endoleak was identified due to the short angled neck. The physician stated that the endoleak might resolve itself after the heparin wears off but will continue to follow up with the patient to decide if a later intervention will be required. No flow issues with high contralateral limb post angio were noted. No additional clinical sequelae were reported and the patient is fine. A review of returned films pre-implant confirmed a steeply angulated proximal neck; approximately 105 degrees. The neck diameter was 22mm and contained thrombus. The 5.3cm maximum diameter of the abdominal aortic aneurysm also contained thrombus (2-3cm flow lumen). Calcification was seen scattered throughout the aorta and iliac limbs. Images at implant or post-implant were not provided. It is likely that the highly angulated anatomy contributed to the events.

Manufacturer narrative:
(B)(4). Evaluation method: (films). Evaluation results: inherent risk of procedure (inaccurate delivery). Patient¿s condition affected effectiveness of device (thrombus, short and angulated aortic neck). Unapproved use of device (aortic neck greater than 60 degree). Evaluation conclusion: inherent risk of a procedure (inaccurate delivery). Device failure related to patient condition (thrombus, short and angulated aortic neck). Off ¿ label, unapproved or contraindicated use (aortic neck greater than 60 degree).